Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, staff had an issue with the image being green and flipped. The customer was unsure what the staff did to complete the procedure but stated that they later found the scope used tagged for return. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in logs but recommended having scope cleaned and testing outside of a procedure for return issue. Customer completed procedure. The procedure was completed with no indication of patient injury. Isi followed up with the customer and gathered the following information: the issue was discovered prior to starting the procedure. The image was inverted. The staff said they manually turned the scope right side up and it automatically reverted back. A 30-degree endoscope was installed at the time of the event. The customer assumed the endoscope was installed up because the staff said the picture was upside down. Vision tower was the source of the image. Prior to the event the endoscope was manually rotated 180 degrees, and it reverted back automatically. The surgeon was bedside preparing to start the procedure. To resolve the issue the customer opted to get a different scope. The customer used a backup scope. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the 30-degree endoscope to perform failure analysis. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the robotics coordinator and was told the issue was with the endoscope. It was sent to processing, and the customer will send it back to isi as soon as they find it again. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.